Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('particles of ehell all over my abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), muscle spasms ("shock down leg on side she have essure/ whole leg spasm") and renal disorder ("kidney issues"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the device breakage, back pain, muscle spasms and renal disorder outcome was unknown. The reporter provided no causality assessment for back pain, muscle spasms and renal disorder with essure. The reporter considered device breakage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: information receive via social media new event device breakage added with surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('particles of ehell all over my abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), muscle spasms ("shock down leg on side she have essure/ whole leg spasm") and renal disorder ("kidney issues"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the device breakage, back pain, muscle spasms and renal disorder outcome was unknown. The reporter provided no causality assessment for back pain, muscle spasms and renal disorder with essure. The reporter considered device breakage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.